Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR. Report# 1627487-2017-01352. It was reported the patient was presented at the hospital due to experiencing pain after trial lead explant procedure. The patient was given injections to relieve the pain.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-01352. Additional information received identified the patient¿s pain is better and was not related to the scs trial. The patient is moving forward with the permanent scs implant.